Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a consumer after wearing lenses it was felt hard, had a scratch on the cornea, experienced white ulcer on right side of the eye due to this the eye became red and painful, for which consumer had to seek medical attention. Consumer was prescribed with ofloxacin eye drops. Consumer had an appointment with an eye doctor in a day or two, also was advised to schedule a follow up call to check on the symptom¿s resolution. It was reported that the consumer was the first-time user of this contact lens. The current status of the consumer¿s eye is improving at the time of this report and consumer denied any further follow up or providing the medical records as it was a personal information.